Event description:
When coming on shift, it was noted that the syringe hooked up to stopcock on central venous pressure (cvp) transducer was leaking even though it appeared connected. When inspecting further, I noted the tip broke off into the stop cock. This meant the transducer wasn't zeroed to air during the previous shift. When new transducer and syringe were hooked up (syringe from different lot but transducer from same lot), it immediately broke off again before syringe was even twisted on all the way. New transducer grabbed from new lot and syringe screwed on without any issues. Charge notified of equipment issue. Bad transducers were pulled from west side equipment room, and the one that worked was pulled from the west side.